Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2010) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d1, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the ventrio mesh (device 1). An additional supplemental emdr was submitted to represent the ventrio mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventrio meshes on (B)(6) 2011 and (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2011 ¿ patient was diagnosed with epigastric hernia thereby underwent open repair with the implant of ventrio mesh (device 1). Per op notes, ¿the fascial defect was identified superior to umbilicus. A piece of ventrio mesh (device 1) was placed intraabdominally and secured using suture.¿ on (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device 1) and implant of ventrio mesh (device 2). Per op notes, ¿the epigastric incision was extended from above to below umbilicus. The previously placed mesh (device 1) somewhat crumpled was excised. Adhesiolysis was completed between mesh and omentum. An ventrio mesh (device 2) was placed intraabdominally and secured circumferentially using tacks.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio mesh (device #1). An additional emdr was submitted to represent the bard/davol ventrio mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventrio meshes on (B)(6) 2011 and (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.